Event description:
Consumer reports getting erratic results vs. The way consumer feels. Ran comparative test with competitive meter. Analysis run on clark error using competitive reading (194) as ref. Point vs. Bd readings 58 yielded data points in the e range of the grid, outside of acceptable limits.